Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) had a scrambled display screen. It is unknown under which circumstances the event occurred or if there was any patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a training session the cs300 intra-aortic balloon pump (iabp) had a scrambled display screen. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Additional fields: e1(event site email: (B)(6)). It was reported that the device the cs300 intra-aortic balloon pump (iabp) had a scrambled display screen. Customer reported screen issues while training. Getinge field service engineer (fse) turned unit on and was able to reproduce the complaint. Replaced coiled cable (d012-00-1422), video receiver card (d670-00-0736), and keypad controller card (d012-00-1059). Ensured screen operated as it should. Performed system checkout and released to customer for clinical use. There was no patient involvement. The defective components were received for further investigation. The national repair center installed the coil cable p/n 0012-00-1422, color video receiver bd. P/n 0670-00-0736 and keypad controller bd. P/n 0670-00-1145 into the cs300 test fixture serial number (B)(6) and tested the coil cable as per the cs300 service manual part number 0070-00-0689 revision v. The nrc was unable to verified the failure of the coil cable, color video received and keypad controller board. No problem found. Retaining the coil cable, color video receiver and keypad controller board in the nrc per procedure 0002-07-d008 rev aj. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.